Event description:
It was reported the patient had been in the hospital since saturday due to pelvic pain. The pain started before (B)(6) 2014. The hospital visit was ¿partially¿ related to the pump. If the pump could be adjusted correctly then the patient wouldn¿t be ¿racing all around¿ with all the pain. The pump had to be increased in small doses and since the patient was in the hospital they can do the increase a little greater so she was not in all the pain. The health care providers (hcp) had not yet gotten to the increase to control the pain. Nobody knew about the pump or what to do with it. The patient had been ¿stuck like this¿ for about 5 weeks. The pump was supposed to take care of pelvic and nerve pain. The patient had been getting an adjustment twice a week. Since the patient was already in the hospital they could do the adjustment and the patient could be monitored in the hospital. The hospital was afraid to increase too much or to send her home. The system was being used to deliver fentanyl and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(4), 2014, explanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported a dye study was done on (B)(6) 2014 and ¿something was wrong with the catheter.¿ the spinal segment was not patent and was replaced on (B)(6) 2014. It was noted no segments were left in the intrathecal space. No additional interventions were required. The patient had not had good therapy since implant and no pain relief. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient never had therapeutic effect. It was reported the patient had cancer form ¿j-pouch¿ surgery. The surgery was the j-pouch. This was done because the drug pump was not helping yet. It was reported that all the patient¿s drugs were cut off and the patient could administer a bolus four times a day. Some medicine was taken out because the patient was having stomach aches. The medicine was specified as fentanyl. It was removed 2 weeks ago, but it hadn¿t helped reduce the stomach aches. The patient had no improvement and felt worse with the drug pump than without it. There was no therapeutic relief. The dose had been increasing 10% weekly since implant. One time a week the doctor increased about 20%. The patient had been doing this long enough to fill and had a 100% increase without relief. Only bupivacaine was in the pump and the patient had not gotten any help since she got the pump 3 months ago. With the bolus the patient got extreme pressure on her rectum. Part of the issue was her sphincter on the rectum. It was felt the drug put more pressure on her. This had been happening ¿the whole time.¿ the patient had pressure prior to implant, but had more pressure now since implant. The patient had ¿all the bloating¿ and gas build-up since implant. The patient had been seeing doctors and was going to go back to the doctor on (B)(6) 2014. It was noted that no 10% increase was done last week. The increase was eliminated and it was decided to do personal therapy manager (ptm) bolus therapy instead. The system was being used to deliver bupivacaine.